Event description:
Customer reported that he was hospitalized due to high blood glucose and dka. Customer blood glucose reading at the time of hospitalization was 586 mg/dl. Customer stated that he had nausea and was vomiting prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specs.